Manufacturer narrative:
(B)(4). Date sent: 04/16/2020 additional information received: ¿I had surgery on (B)(6) 2017. The surgical staples started failing right away and continued to fail. My incision reopened wide, deep and tall. You can actually see staples dangling form misfiring ¿c-shaped¿ staples. It caused pain, infection and bleeding. The doctor ordered a wound vac. The wound vac drew the air and fluids out and compressed the wound closed, but didn¿t close the muscles or the skin. Even after the wound vac I still had pain and bleeding and fought infection. The muscles and the skin didn¿t close properly. A thin membrane grew across the opening where my intestines could be seen slightly poking out and moving. This is how I looked when I saw the surgeon on (B)(6) 2018. The surgeon diagnosed a diastasis recti ¿ no hernia present. Sometime around (B)(6) 2019 my intestines pushed through causing a huge 12 cm stage ii complex incisional hernial. I experienced pain, bowel problems (constipation) and incontinence. It started in (B)(6) 2019 and on (B)(6) 2019 I saw the surgeon and scheduled immediate surgery. On (B)(6) 2019 the surgeon performed a flap graft abdominal wall component separation surgery to repair the huge 12 cm stage ii complex incisional hernia. On (B)(6) 2019 I went to my post-op appointment and had the drains and staples removed. Dr. Said that I do not have to return unless I have any problems and should be able to return to work on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can pertinent medical records and scans be provided? May we have your permission to speak with the surgeon? If so, can you please provide his/her name and contact information? Maude report mw# 5091316.

Event description:
It was reported by the patient: ¿external surgical staples misfired 'c-shaped' stables which "many staples" came out of abdomen (incisional closure), wound reopened (skin separated wide and underlying muscles separated also), required wound vac. Wound didn't heal correctly). Healed with a thin tissue covering (muscles mildly separated allowing intestines to show through) . Initially diagnosed with diastasis recti and later diagnosed with large stage ii 12 cm complex incisional hernia that required flap graft abdominal wall component separation surgery to repair. If the staples wouldn't have failed and my incision didn't reopen I would not have required a wound vac would not have had a membrane tissue form over opening, would not have been diagnosed with diastasis recti and would not have later been diagnosed with a huge 12 cm stage ii complex incisional hernia that required flap graft abdominal wall component separation surgery to repair. I have photographs documenting my entire complaint. I had a cat scan I believe in 2018 showing "diastasis recti and no hernia present". I can get all of the details if you need them. I also have a doctors appt around 2019 with a surgeon's diagnosis of large 12 cm stage 11 incisional hernia and he did flap graft abdominal wall component separation surgery to repair the hernia on 2019. I have all of my medical records and can provide you with more details if needed.¿

Manufacturer narrative:
(B)(4). Date sent: 09/30/2020. Per ethicon consulting medical review: the patient underwent some type of large abdominal operation that was closed with a skin staple technique. We have no clarity on what that operation involved. The patient sent photos of an obviously infected surgical wound with several intact staples present but obvious missing staples through the area of the infection. Again, with very limited information available, and that information coming solely from the patient, it is difficult to explain the situation with clinical precision. However, it appears that the wound infection caused liquefactive necrosis of the dermis which causes the staples in that area to fall out due to the loss of the skin¿s structural integrity. Without more information regarding the type of surgery, the time between surgery and the photos presented and other pertinent details of the patient¿s history, it¿s impossible to make more sense of this case.